Manufacturer narrative:
Event date approximated since unknown.

Event description:
It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was implanted successfully. At the 45 day follow up, there was no indication of thrombus on the device or leaks with the device. There was a potential leak up against the coumadin ridge, but nothing that made any contact to the distal end of the appendage at the ostium since it was completely sealed. Three months post procedure, the patient had a complicated percutaneous coronary intervention (pci) procedure. The patient was off anticoagulation medication and was on plavix and aspirin. Two days post pci procedure, the patient experienced an ischemic stroke. A transesophageal echocardiogram (tee) was performed two days after the stroke occurred and there was no thrombus noted on the closure device. There were no complications from the stroke and the patient was discharged home.

Event description:
It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was implanted successfully. At the 45 day follow up, there was no indication of thrombus on the device or leaks with the device. There was a potential leak up against the coumadin ridge, but nothing that made any contact to the distal end of the appendage at the ostium since it was completely sealed. Three months post procedure, the patient had a complicated percutaneous coronary intervention (pci) procedure. The patient was off anticoagulation medication and was on plavix and aspirin. Two days post pci procedure, the patient experienced an ischemic stroke. A transesophageal echocardiogram (tee) was performed two days after the stroke occurred and there was no thrombus noted on the closure device. There were no complications from the stroke and the patient was discharged home. It was further reported that the implant date was (B)(6) 2018, the date of the 45 day follow up was july 13, 2018 and the date of the stroke was (B)(6) 2018.